Manufacturer narrative:
Due to character limitations initial reporter phone, was left blank. (B)(6). Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had unexpectedly lost power multiple times when trying to transfer data. The device could be powered on again afterwards. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had unexpectedly lost power multiple times when trying to transfer data. The device could be powered on again afterwards. There was no patient use associated with the reported event.

Manufacturer narrative:
The electronic record was downloaded and reviewed. The reported issue was verified in a review of the electronic device records and provided printouts. The customer was offered a replacement device. Physio-control failure analysis center (pac) further evaluated the customer's device and determined that the cause of the reported issue was due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.